Event description:
One touch ultra smart meter was displaying "pc" when to interface cable was inserted in the data port. The medical affairs specialist spoke with the pt in 2005. The pt was feeling dizzy and went to the doctor to get their blood glucose level tested. A result of 205 mg/dl was obtained on the doctor's meter. The pt was advised how to correctly count carbohydrates and adjust their pre-meal insulin dose. There is no indication that they experienced injury or medical intervention due to the product. The customer care rep was unable to resolve the pc message on the meter display. As the issue could not be resolved, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.